Event description:
The plaintiff's atty alleged that the pt experienced sudden cardiac event and subsequently expired the same day. It was reported that the death occurred due to the administration of naturalyte and/or granuflo for dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.